Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture, bilateral capsular contracture; baker grade unknown, fatigue, brain fog, anxiety, ankle pain, foot pain, inability to walk, joint pain, muscle pain, myofascial pain syndrome, migraine, vertigo, nausea, vomiting, pituitary disease, hypertension, lymphadenopathy, lung abnormalities, and copd. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported via medwatch number: mw5064622 that a female patient with unknown age, and race underwent revision reconstruction breast surgery with a 450cc mentor memorygel breast implant and was presented with bilateral rupture, bilateral capsular contracture; baker grade unknown, fatigue, brain fog, anxiety, ankle pain, foot pain, inability to walk, joint pain, muscle pain, myofascial pain syndrome, migraine, vertigo, nausea, vomiting, pituitary disease, hypertension, lymphadenopathy, lung abnormalities, and copd. As a result, the devices were explanted on (B)(6) 2012. This report is for patient's one of the two effected sides.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of event was inadvertently reported as (B)(6) 2001, which is before the date of implant of (B)(6) 2001. Hence, the date of event was removed from field since it can't be true (event date before the implant date) and there is no information about what the event date might actually be after multiple attempts to collect the information. If additional information is provided it will be properly documented and supplemental report will be sent. This report is for patient's one of the two effected sides. Manufacturer¿s reference number: (B)(4).